Event description:
Reporter alleged blood glucose measurred 143 mg/dl back to back with a result of 55 mg/dl performed within 10 minutes of each other on vial #1 of test strips. It was reported customer tested on vial #2 of test strips and obtained a result of 142 mg/dl back to back with a reading of 63 mg/dl performed within 5 minutes of each other. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.